Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient had poor telemetry or no telemetry with recharging. Poor communication was reported and the patient could not get the implant to charge. The recharger screen blinked then got the reposition antenna screen. The patient thought that the ins battery was dead. The last time the patient had stimulation was seven to eight days prior to (B)(6) 2017. The last time the patient was able to successfully recharge the ins was probably five to seven days prior to (B)(6) 2017. The antenna was repositioned over the antenna during the call with the manufacturer on (B)(6) 2017, but this troubleshooting step did not resolve the issue; the patient got the reposition antenna icon screen. The patient did not have the patient programmer for further troubleshooting. The inability to get the implant to charge and getting the reposition antenna screen began in (B)(6) 2017, three to four days prior to (B)(6) 2017. The implant being dead began in (B)(6) 2017, like three days prior to (B)(6) 2017. The patient was to call back for further troubleshooting with the patient programmer. Additional information was received from the patient who called the manufacturer back for further troubleshooting with the programmer. The patient got the poor communication screen on the programmer. It was noted that the patient did not have a managing healthcare professional (hcp). It was unknown when the poor communication on the programmer began. Additional information was received from the patient. It was reported that the patient was still unable to recharge and had poor communication. The patient had a lot of pain. The patient was redirected to follow-up with a hcp to address the issues. The return of pain began in (B)(6) 2017. The patient still did not have a managing hcp as of (B)(6) 2017.